Event description:
As reported by the user facility: clinician states that the clip activated initially. The catheter was then placed on a bed and the safety clip got caught on the bed sheet. Once the clinician went to put the introcan safety into the sharps container, the clip became dislodged. The clinician did not receive a needlestick. Ref MFR report 9610825-2013-00086.